Event description:
It was determined that while at the bench, the charging port had significant physical damage not reported previously by the customer. The customer did not report charging port problems nor the missing center pin. There was no patient involvement nor impact to the customer as the bench finding was the only report of this tempus pro charging port physical damage with a missing center pin.